Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Share log data was available for review and the transmitter passed as no pairing failure was displayed within the investigation window. The customer complaint of pairing failure was not confirmed. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.